Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The patient information, event date and initial reporter contact information is unknown at the time this report was filed. If there is any relevant information received, a follow-up medwatch report will be submitted.

Event description:
Inner core of wire came out of outer core inside the patient. Wire was snared with forceps and no harm was done to patient. Procedure was completed with another wire.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. As received, the specimen consists of one each clinically used j3mc-fs 150-035 starter guidewire device; returned coiled, loose and double bagged within "zip-lock" style poly biohazard pouches.the specimen was received with the movable core wire assembly completely removed from the outer coil wire segment. The movable core presents several bends located between 13.8cm and 139.6 cm from the distal tip. The outer coil wire presents pinched coil wraps with imbedded tissue located 77.5 to 77.9cm from the distal tip and serpentine bends over the length of the coil. Finger-straightening function is unimpaired by the coil damage. Dried blood-like material is present on and between the coil wraps. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The moveable guidewire is designed so the inner core wire can be removed from the outer coil. This allows the core wire with attached handle to be fully inserted or withdrawn from the coil as needed to provide flexibility. The directions for use under the warnings section states, "when the guidewire is in the body, it should be manipulated only under fluoroscopy. Do not attempt to move the wire without observing the resultant tip response." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, handling and procedural factors appear to have impacted on the event as reported.